Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01923. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result,the patient underwent surgical intervention to have their leads were explanted and replaced. Therapy has been restored.